Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx thrombectomy set was selected for a thrombectomy procedure. The device was primed and introduced into the patient. Aspiration was initiated. After about 3 pump cycles, an error occurred. The issue persisted during troubleshooting outside of the patient. Structurally, the catheter looked intact. Another angiojet catheter was used to complete the procedure. There was a delay caused by the malfunction.